Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed (B)(6) 2025. During the procedure, the balloon was defective, and a pinhole was noted. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon (which produces a leak). Microscopic evaluation found the balloon had a pinhole located approximately 88mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 88mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed (B)(6) 2025. During the procedure, the balloon was defective, and a pinhole was noted. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.